Event description:
Customer reported she was having issues with high blood glucose. Customer's blood glucose was over 200 mg/dl and wanted to upload. Customer reported the last time it was high it was because of a bent cannula. This time she has done everything right and was not sure why it was high. Customer's blood glucose was up to 400 mg/dl on friday. Troubleshooting was performed. Customer symptom was dry mouth. Customer treated with manual injections. The drive support cap was normal. Customer disconnected at the quick release. A big air bubble was noted in the reservoir and little one in the tubing, air bubbles were removed. Manual prime was performed and insulin did exit. No leaks noted. Customer did not have tubing clamp was not at home. Customer was advised to change the complete set. No bent cannula. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.